Manufacturer narrative:
The reported events of failure to advance stylet and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray examinations of the lead did not find anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited high pacing impedance and the guidewire failed to advance. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.